Manufacturer narrative:
Physio control performed an initial evaluation of the device and was not able to verify the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device would intermittently loose connection through its paddles lead. This resulted in the device not perform an attempted shock delivery and disarming charged energy, before the charge was complete. There were no reports of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer device and verified the reported issue in a review of the electronic patient records. The reported issue was unable to be duplicated. After some unrelated repairs, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio control to report that their device would intermittently loose connection through its paddles lead. This resulted in the device not perform an attempted shock delivery and disarming charged energy, before the charge was complete. There were no reports of patient harm associated with the reported event.